Manufacturer narrative:
A4: patient weight added .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: duncan a et al. Transcatheter aortic valve implantation 10 years after valve-in-valve transcatheter aortic valve implantation for failing aortic valve homograft root replacement. Catheterization and cardiovascular interventions. 2020; 96:228-235. Doi: 10.1002/ccd.28658. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with severe rheumatoid arthritis and aortic regurgitation requiring implant of an aortic homograft who underwent valve-in-valve implant of a medtronic corevalve transcatheter valve in the homograft. No serial numbers were provided. Approximately 10 years post implant of the corevalve, the patient presented with severe aortic stenosis, a peak gradient of 93mmhg, dyspnea, and pulmonary edema. The transcatheter valve leaflets were diffusely calcified with fibrous pannus, and there was thrombus in the native sinuses between the calcified coronary sinuses and the valve prosthesis. The left ventricular ejection fraction decreased rapidly from 43% to 20%. A medtronic evolut r transcatheter valve was implanted valve-in-valve inside the corevalve transcatheter valve with a balloon post-dilation. Post implant, the gradient was reduced to 0mmhg, there was no paravalvular leak or coronary obstruction, and the left ventricular ejection fraction increased to 40%. Following warfarin therapy, the patient developed a retroperitoneal bleed which was managed conservatively by temporary cessation of anticoagulation. No additional adverse patient effects or product performance issues were reported.